Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient is experiencing pain, swelling, burning sensation and has a nickel allergy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877503602 lot# 3111383 bioloxa® delta, ceramic femoral head, m, a¸ 36/0, taper 12/14 cat# 30103605 lot# 65312576 36mm i.d. Size e neutral liner. Cat# 00625006525 lot# j7249809 bone screw self-tapping 6.5 mm dia. 25 mm length. Cat# 00625006540 lot# j7219891 bone screw self-tapping 6.5 mm dia. 40 mm length. Cat# 00785901100 lot# 65337319 distal centralizer 11 mm o.d. Cat# 00785001400 lot# 65299522 femoral stem cemented std. Collar 12/14 neck taper std. Neck offset size 14 135 mm stem length unk cement. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Patient reported via telephone that they are experiencing swelling from their hip to foot. Doctor placed patient on medication. Patient states their hip is irritated with a burning groin pain and no other problems with the hip. Patient had an allergy test performed and a positive reaction to nickel and palladium. No problem was found with the device. The composition of the shell does not contain the reported allergens the patient is experiencing. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.